Manufacturer narrative:
(B)(4).

Event description:
Patient's wife contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient's wife confirmed in bluetooth settings that no dexcom devices were listed. Dexcom representative relinquished the transmitter. Patient's wife was then advised to reset bluetooth, uninstall then re-install the g5 application, and manually enter transmitter ID, which was unsuccessful. No additional patient or event information is available.